Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device double beeped with a no cassette alarm during testing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing. There was no evidence of the error in the event history log. The customer problem double beep no cassette was duplicated. The investigation found fluid ingression on the downstream sensor which caused the double beep - no cassette attached. For corrective action the it was recommended that the downstream occlusion sensor be replaced. The root cause of reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond 20 years from manufacture date of 2002-01 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.